Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 31 times. The following information was provided by the initial reporter. The customer stated: the pathology manager informed me that the tubes were reported to have very little blood in them upon receipt, as informed by the haematology lab. He wanted to inform bd as well as investigate internally to identify what contributing factors there may be.

Manufacturer narrative:
H.6. Investigation summary: mat: 367838. Lot: 2011365. Bd received 4 photographs from the customer in support of this complaint. The photographs were evaluated and show a low draw volume level in the tubes. Additionally, 20 retained samples from the bd inventory were functionally tested and the issue of underfill was not observed as all 20 tubes drew within specification. Bd was able to confirm customers indicated failure mode based on the photographs provided, however, retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 31 times. The following information was provided by the initial reporter. The customer stated: the pathology manager informed me that the tubes were reported to have very little blood in them upon receipt, as informed by the haematology lab. He wanted to inform bd as well as investigate internally to identify what contributing factors there may be.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.